Event description:
It was reported that during an unknown procedure, the device got jammed. The clips did not come out on the first use. Used another device. There was no delay to procedure and there was no patient consequence.

Manufacturer narrative:
(B)(4). Batch # v95e3f. (B)(4). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined that the el5ml device was received with no damage to the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, it was noted that the clips were not fed into the jaws in the next actuation of the trigger. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembly, the feed link was noted broken, causing the feeding issues and six clips were also found inside the clip track. The event reported was confirmed and it is related to improper use of the device. Possible causes for the damage found may be due to the jaws having been restricted during firing, or having not been fully through the trocar during firing. Please reference the instructions for use for more information. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot/batch number and no non-conformances were identified.